Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump alarmed a33 error alarm during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.